Event description:
It was reported that the skull clamp fell while attached to a pt undergoing brain aneurysm surgery. The xr2 was assembled and surgery was proceeding uneventfully until (while under the microscope and dissecting for the aneurysm) the pt's head fell downward. Inspection revealed that the 3/8th inch screw from the swivel adapter sheared off. With nothing to support the clamp, the clamp fell. While falling, the resident "caught" the pt's head and held it the surgery personnel then used duct tape to secure the clamp to the swivel adapter as best they could to re-secure the pt's head. Surgery then continued. Add'l info was requested and on (B)(4) 2014, the following was provided: the date of the event was on (B)(6) 2014. The lot number/code of the skull clamp was unk. The only info imprinted on the skull clamp was "infinity xr2 mayfield a2114" and "xr130063." The pt was a (B)(6) male. The pt was initially positioned supine for the surgery. The pt was not repositioned at any time during the surgery. The length of time the product was in use before the event occurred was one hour and a half. It was unk if the event resulted in pt injury. There was a delay of 30 to 40 mins. Surgery was able to be completed. Pt outcome was unk.

Manufacturer narrative:
To date, the device involved in the reported incident haas not been received for eval. An investigation has been initiated based upon the reported info.